Event description:
It was reported that the pump frequently had alarms for upward occlusion. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition, no physical damage was found on the pump. Functional testing found the customer reported issue in the event history log, but could not be duplicated. The pumps sensor was tested and was found to be functioning properly and activating within specification however the downstream occlusion sensor should be recalibrated as preventive measure. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.